Event description:
Review of service data detected a reportable problem. During servicing, belt sn (B)(4) failed incoming pulse lead testing. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt failed incoming testing. Upon evaluation, there was a short inside the trunk cable. The cause of the short is a cut in the trunk cable. The root cause of the cut cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged electrode belt connector. The last patient to use this electrode belt did not report any deficiencies.